Event description:
The patient reported that her ipg was depleting quickly. A bsn engineer analyzed the patient's database and discovered the ipg is prematurely depleting. The physician will be explanting the ipg.

Event description:
The patient reported that her ipg was depleting quickly. A bsn engineer analyzed the patient's database and discovered the ipg is prematurely depleting. The physician will be explanting the ipg.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.